Manufacturer narrative:
Device evaluation anticipated but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a handpiece. It was reported that the material was received probably damaged and the sterility might be broken. There was no patient involved.